Manufacturer narrative:
A medtronic representative (rep) tested and serviced the equipment. It was found that the system was generating navigation disable error upon boot up. The rep replaced the geocal file with a previously saved file. The rep performed a 3d cal verification test to ensure the geocal's parameters were still valid, and verification passed. The failure had been resolved. The rep then performed a system checkout on the imaging system and it was found to be operational. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that when booting the system on, the mobile view station (mvs) was showing the following message: ¿application requires valid geometry calibration file, navigation may be disabled." The system was rebooted and the message was still occurring. It was noted that this is a non-clinical system. There was no patient present.